Manufacturer narrative:
Other, other text: h2: additional information: see b5, corrected data: g4: the aware date of the initial report is 10/01/2020.

Event description:
Additional information was received indicating that the issue occurred at the beginning of infusion, the infusion was not life sustaining and a new pump was used instead.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be confirmed.

Event description:
It was reported the device gave a "motor not running" error. No adverse effects to patient reported.